Event description:
The reporter stated a 3.0 diopter aq5010v silicone three piece lens was torn upon injection due to a faulty injector. There was no pt contact. Add'l info has been requested but none has been forthcoming. If add'l info becomes available, a supplemental medwatch will be sent.

Manufacturer narrative:
Eval: results: a lens work order search was performed and no similar complaint was found. A cartridge lot number search was performed and no similar complaint was found.